Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with (B)(6) is related to case with (B)(6).

Event description:
Customer allegedly received the following results, with two different meters and two different vials of strips with the same lot number, within 10 minutes: 255 mg/dl (meter 1 and vial 1), 255 mg/dl (meter 2 and vial 1), and 54 mg/dl (meter 1 and vial 2), 255 mg/dl (meter 2 and vial 2), no adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.